Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. The patient was treated prophylactically with ip antibiotics and did not develop an infection. There is no other known patient ill effect. There is a sample available for evaluation.

Manufacturer narrative:
A batch record review was also conducted and confirmed there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the patient/clinician. Additional training information will be provided to the end user.